Manufacturer narrative:
The initial MDR 2517506-2020-00334 was filed 11-nov-2020. Additional information (19-nov-2020): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample mixer and sample probe. The cse also performed auto-alignments. Siemens headquarters support center (hsc) evaluated the available data and concluded that the instrument errors were consistent with a mixing issue. The cause of the two falsely depressed carbon dioxide (co2) test results was the sample mixer. The instrument is operating within specifications. No additional evaluation of this device is needed. Section h10 adverse event problem codes were updated.

Manufacturer narrative:
The customer contacted siemens to report that two falsely depressed carbon dioxide (co2) test results were obtained on a single patient sample from a dimension vista 500 instrument. Siemens reviewed the available information and found the instrument was generating abnormal assay flags and had the potential for a sample mixer issue. Siemens is investigating the issue.

Event description:
Two falsely depressed carbon dioxide (co2) test results were obtained on a single patient sample from a dimension vista 500 instrument. The results were not reported to the physician(s). The same sample was repeated on an alternate dimension vista instrument and a higher test result was obtained. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 patient test results.